Manufacturer narrative:
Placement of an ng tube into a lung is an inherent risk in the placement of all nasogastric tubes. Feeding tube placement is dependent on the clinician and pt. The actual tube/stylet does not influence where it is placed.

Event description:
The nasogastric tube was placed in the lung confirmed by kub, resulting in a pneumothorax.